Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11314. Reference MFR report: 1627487-2012-11315. It was reported the pt had invalid impedances and had fallen in the (B)(6) time frame. The stimulation was auto reducing due to the high impedance contacts. The physician decided to replace the scs system.

Manufacturer narrative:
Results: the complaint was confirmed. As received, the extension failed continuity testing due to broken wires inside the header's strain relief. As the outer tubing of the lead body of the extension was not breached and invalid impedances were observed prior to the revision, the fractured wires were consistent with an overstress condition the extension was subjected to while implanted. The lamitrode was received cut, but all channels passed continuity testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.